Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error broken force sensor was detected during seating and it was not working properly. Customer's blood glucose level was 300 mg/dl. Customer also stated that the insulin pump was not exposed to a high magnetic field. Customer was assisted in clearing. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify unexpected battery power loss due to critical pump error alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection.